Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the hcp had found patient complaints on several websites. One unknown patient reported they had the interstim for 3 years and still had to go just as much as before. Then, the "10 leads" broke so they had to have it taken out and now they were back to the same thing. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.